Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during the laparoscopic sigmoid colectomy with mobilization of splenic flexure and flexible sigmoidoscopy, the stapler misfired. It was noted that the safety broke and the stapler cut but did not fire any staples. The stapler was removed from the field and a new stapler from another manufacturer was opened to resolve the issue.